Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned the enteral feeding pump with failure unknown. Upon triage on (B)(6) 2018 the service tech found that the unit had damaged pixels making it hard to read left side of screen. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the reported issue states ¿the unit was triaged and pcb has damaged pixels making it hard to read left side of screen.¿ the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.